Manufacturer narrative:
H6; code 400: instrument was received with a broken trigger. It was concluded that the trigger had broken due to insufficient plastic for the applied load. The cross sectional thickness of the trigger has been increased to reduce the occurrence of this incident. Visual inspections and results: articulation: ab)yes. Precock functional: a)yes b)na. Rotation: ab)yes. Staple count: a)7 b)3. Swivel: ab)yes. Functional tests and results: cycled the instrument: ab)yes. Analysis conclusion: ab) based upon the inquiry info received, the visual examination and the functional test; a)it was concluded that the instrument may have been dry fired causing the staple to jam between the holder and the back of the anvil. The instrument was received in good physical condition and was cycled and fired 5 staples of which none formed properly. The cartridge was disassembled and a formed staple was found deep within the cartridge under the anvil which caused the staples to malform. B) it was concluded that the trigger may have broken due to insufficient plastic for the applied load. The instrument was received with a broken trigger. A piece of the broken trigger was received in a separate bag. No functional testing could be performed due to a broken trigger. Note: it was originally reported that 3 instruments were being returned, but only 2 were received. A) the instrument is not designed to be fired while not in tissue or gauze simulation of tissue. Once the staple is formed, there is no media to pull the staple out of the tip of the instrument. B) modifications have been made to the design to increase the cross sectional thickness of the trigger.

Event description:
The instruments were used during a laparoscopic hernia repair. It was reported three different instruments were used during the case. On one instrument, the staples would not release from the instrument. On another instrument, the firing mechanism would not close to allow staple formation. On the third instrument, the articulating joint broke. Only two instruments being returned. Case completed with an oms20. There was no consequence to the pt.